Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® serum, there was white foreign matter in two (2) devices. There were no health consequences or impacts reported.

Event description:
It was reported before using the bd vacutainer® serum, there was white foreign matter in two (2) devices. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-oct-2024. Investigation summary: bd quality received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. After review and analysis of the customer photos, a thicker piece of silica can be seen within the tube. Additionally, the customer samples were evaluated by visual observation and the indicated failure mode for additive abnormality with the incident lot was observed. Both samples were subjected to ftir testing and the material inside of the tube was found to be closely related to coating solution. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.